Event description:
Account has a bed that the head is drifting.

Manufacturer narrative:
Account said that the bed had CPR. There were no reported injuries. Account said that he cleaned the brake to resolve the issue with this bed.